Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform operating currents, self test, rewind test and displacement test or verify weak battery alarm and failed battery test due to frozen display.

Event description:
Customer reported via phone call that insulin pump was reject new batteries once or twice and was sometimes register a new battery as being low even when brand new. Customer's blood glucose value was unknown. The device will not be returned for analysis.